Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had sensor reading discrepancies and the threshold suspend alarm was triggered. The customer stated that the sensor was reading 50 and blood glucose was 110 and 121 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised about the proper calibration and insertion techniques. The sensor was removed and the cannula was bent. The product will be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensors opened/used. Cannot performed bts test as the sensor is beyond its expiration date.